Event description:
A (B)(6) male admitted to (B)(6) at 0900 with pre-op dx. Of critical stenosis. Under mac, pt underwent percutaneous procedures at follows: transferred to pacu in stable condition. Discharged home on (B)(6) 2015. On (B)(6) 2016, pt presents to area hospital with three day history of coughing, fever dyspnea, vomiting and malaise. Pt is "septic, appears to have pneumonia." Incidental finding of retained foreign body (guidewire) noted in thoracic aorta extending up from the left groin and terminating in the aortic arch. Impression: retained foreign body.